Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited high, out of range defibrillation impedance. No intervention was performed. The patient was stable.

Manufacturer narrative:
The reported events of high defibrillation impedance and suspected lead fracture were not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead was normal with no anomalies found.

Event description:
New information received notes that lead damage was noted from x-ray. The lead was explanted and replaced. The patient was stable after procedure.